Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complainant, during the procedure the hydra jagwire was passed through a tandem xl cannula and into the common bile duct. The physician attempted to remove the tandem xl over the guidewire, however, it became stuck on the wire. The guidewire and cannula were removed together. It was reported that no part of the guidewire detached. The procedure was completed with a different guidewire with no patient complications. On (B)(6) 2011 investigation results revealed that the corewire broke, making this a reportable event.

Manufacturer narrative:
(B)(4) for the reported event of corewire fracture. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the returned device revealed that there was a 7cm section of the broken corewire stuck in a tandem xl cannula. The cannula had been previously investigated by boston scientific and the investigator confirmed that the investigation site did not cut the guidewire. It is possible that unstated procedure and possibly clinical factors may have contributed to the guidewire being stuck to the cannula, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident.